Event description:
On (B)(6) 2021 the customer reported erroneous reactive covid igm results (access sars-cov-2 igm, part number c58957 and lot number 172016) on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for two (2) patients. The patient samples tested non-reactive on repeat testing, when tested on a different instrument. No patient data was provided for review. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. Quality control data was not provided for review. A system check performed on the date of the incident was passing although it was noted the washed portion of the system check showed a %cv of 11.92% (upper limit is 12%). Customer was asked to perform a covid igm calibration; customer reported the calibration failed twice. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance.

Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. (B)(6). The access access sars-cov-2 igm assay was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. Fse observed aspirate probe #2 was not well inserted. Fse cleaned aspirate probes and proactively replaced the probe tubing. Fse then performed a system check which passed. Fse then performed quality control and obtained acceptable results. The likely cause of this event is a use error. The fse found aspirate probe #2 not well inserted/ seated. Aspirate probes are removed and cleaned during weekly maintenance procedure; the aspirate probe #2 was most likely not correctly seated after weekly maintenance was performed. In conclusion, the cause of this event is use error.